Event description:
It was reported when using the pyxis medstation es system remote manager lock failed. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to remote manager failure. A field service engineer discovered that the door insulation was blocking the door from closing properly and needed to be repaired. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.